Event description:
It was reported that following some type of unspecified environmental exposure, the patient was not able to increase or decrease the stimulation settings, although stimulation was felt and could be turned on and off. Triple beeps were heard. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).